Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, lot/serial#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: catheter. Product ID: 8709, lot/serial#: (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2018, product type: catheter. Product ID: 8596sc, serial/lot #: (B)(4), ubd: 11-sep-2011, UDI#: (B)(4). Product ID: 8709, serial/lot #: (B)(4), ubd: 24-oct-2005, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 50 mg/ml morphine at a dose of 24 mg/day via an implantable infusion pump for spinal pain. It was reported that the patient had (B)(6) and delayed pump pocket wound healing. In regards to the environmental/external/patient factors that may have led or contributed to the issue, it was unknown, the patient had a history of (B)(6). The patient had been on multiple rounds of antibiotics. It was unknown if the issue was resolved at the time of this report. The patient's pump and catheter segments were explanted on (B)(6) 2018 and would not be returned as they were discarded. They pump and catheter were to be replaced with the pump being relocated to the opposite side of the abdomen. The patient's status was "alive - no injury" and no further complications were expected or anticipated.